Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that bakri post-partum balloon deflated during use and was removed. The indication was status post c-section with post-partum hemorrhaging. The physician filled the balloon with 240ml and closed the uterus. The staff noticed the balloon was deflated and removed it. It was reported that the balloon was split or had a slice on the side of the balloon causing it to deflate. There was no reported harm to the patient.